Event description:
A patient reported they were unable to receive a reading on their one touch ii meter due to their meter allegedly not powering on. There was no result on their meter as the patient was unable to test. Patient reported symptoms of feeling tired, frequent urination and headache. The patient reported that they had to visit their doctor's office due to symptoms and being unable to test their own blood glucose levels on their one touch ii meter. Treatment was insulin dosage based on the reading of 548 mg/dl on the doctor's meter. No further information has been reported. No serious injury or allegation of harm.